Event description:
It was reported that the staple was jamming. There was no patient harm reported. A new set was used.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73a2200582 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staple was jamming. There was no patient harm reported. A new set was used.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73a2200582 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events. According to the investigator, the customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with (B)(4) staples remaining in the cover block, indicating that at least two staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first four staples did not form properly. The next staple fired successfully. The following staple did not form properly. After this, it appeared that the staple misalignment prevented the remaining staples from moving down the track and firing correctly. The staples were manually realigned. The next staple fired successfully, however, the next two staples did not. Once again, it appeared that the staple misalignment prevented the remaining staples from moving down the track and firing correctly. The device was disassembled, and no defects or anomalies were observed. The sample was sent to the tecate manufacturing site for additional evaluation. At the tecate manufacturing site, a visual inspection of components (pusher, staples, cover block, and rail) was performed, and no burrs were observed. (B)(4) staples were fired successfully. The following staple did not form correctly. The next five staples were fired and closed properly. The staples that did not form correctly were reviewed and did not present burrs that could be related to the reported issue. Dimensional analysis was not performed on these staples because they were bent during functional testing. Different configurations were tested using new components, including forming tool, compression spring, anvil, trigger, and frame, but no issue was identified. According to the evaluation carried out by tecate and morrisville, the reported complaint was confirmed. It could not be determined what exactly caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance, which was closed on september 14, 2022. The returned sample was manufactured prior to these containment actions and corrections. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary, the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples became misaligned. Upon functional inspection, the misalignment of the staples prevented staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was sent to the tecate manufacturing site for additional evaluation. It could not be determined what caused the staples to misalign. A nonconformance was opened by the manufacturing site to address this issue. The returned sample was manufactured prior to the containment actions and corrections established to address this. Teleflex will continue to monitor and trend on complaints of this nature.